Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and perforation of organs amongst non-serious events. Plaintiff underwent a surgery to remove essure nine years after insertion. No further information provided. Perforation (nos) is unanticipated whereas device dislocation is anticipated according to reference safety information for essure. The exact time point and mechanism of perforation and device dislocation are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who received essure (B)(6) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (B)(6). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), malaise ("sick") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016. Essure (B)(6) was withdrawn. At the time of the report, the perforation, malaise and weight increased outcome was unknown and the device dislocation outcome was unknown. The reporter considered perforation, device dislocation, malaise and weight increased to be related to essure (B)(6). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced migration of implant (device dislocation) and perforation of organs amongst non-serious events. Plaintiff underwent a surgery to remove essure nine years after insertion. No further information provided. Perforation (nos) is unanticipated whereas device dislocation is anticipated according to reference safety information for essure. The exact time point and mechanism of perforation and device dislocation are not known, however, considering their nature, a causal relationship between these events and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.